Event description:
It is reported that insulin pump had scratches on display window. No further information provided.

Manufacturer narrative:
Pump was received with scratched lcd window, cracked lcd window, cracked display window corner and cracked reservoir tube lip. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)